Manufacturer narrative:
This report is for an unknown unk - nail insertion handles / unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on an unknown date, a cannulated connecting screw from the trochanteric femoral nailing system advanced (tfna) would not disengage from the insertion handle at the end of the procedure. The procedure was successfully completed with a surgical delay of 50 minutes. Patient outcome is unknown. This is report 2 for 2 (B)(4).